Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump alarmed no delivery after she filled her reservoir. The customer checked her reservoir and there was no insulin in the reservoir. The customer's blood glucose reading was 274 mg/dl. The customer was worried that the insulin pump over delivered. The customer had difficulty during the call and stated she would call back later to troubleshoot. Nothing was replaced or returned.